Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpackaging before use of a 3.5x15 mm nc trek balloon dilatation catheter (bdc), the balloon was noted to be torn before introducing on the guide wire. The device was not used and there was no patient involvement. A new same size nc trek bdc was used for the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported torn material was not confirmed as the balloon was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported balloon tear. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, return device analysis revealed that the distal shaft, balloon included, was separated and not returned. Additional reported information indicates that the separation occurred post procedure due to manipulation of the device and the separated portion was discarded by the site.